Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead (electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that, upon initial placement, this right ventricular (rv) lead exhibited high out of range impedance measurements, while other electrical measurements were adequate. One day after implant, the out of range impedance triggered the lead safety switch (lss), after which, noise was noted due to the unipolar sensing. Nearly two weeks post implant, the rv lead exhibited high threshold measurements and an upward trending impedance. The implant was performed by a non-experienced physician, and there was concern that the helix fixation mechanism might not be fully extended. As such, a lead revision was performed and the lead was removed and replaced. The helix extension/retraction mechanism operated normally when tested outside of the patient's body. The product was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, upon initial placement, this right ventricular (rv) lead exhibited high out of range impedance measurements, while other electrical measurements were adequate. One day after implant, the out of range impedance triggered the lead safety switch (lss), after which, noise was noted due to the unipolar sensing. Nearly two weeks post implant, the rv lead exhibited high threshold measurements and an upward trending impedance. The implant was performed by a non-experienced physician, and there was concern that the helix fixation mechanism might not be fully extended. As such, a lead revision was performed, wherein the lead was removed and replaced. The helix extension/retraction mechanism operated normally when tested outside of the patient's body. The product will be returned to boston scientific for analysis. No additional adverse patient effects were reported.